Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site revealed that the patient experienced supratherapeutic international normalized ratio (inr), dilated right ventricle (rv) and dyskinesis of interventricular septum. The patient was treated with a heparin bridge, blood thinners were adjusted and vad speed was decreased. Additionally, an echocardiogram revealed ejection fraction below normal, mildly dilated rv cavity with moderately depressed rv systolic function and the atrioventricular (av) leaflets were unable to be visualized. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, right ventricular failure is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient was hospitalized supratherapeutic international normalized ratio (inr) which was likely due to the poor intake by mouth two days prior to admission. The speed of the vad was decreased as the patient experienced dilated right ventricle (rv) and dyskinesis of the interventricular septum. The patient was treated with a heparin bridge for the low inr and the patient¿s blood thinner was adjusted. An echocardiogram was performed, and the results showed that the ejection fraction was below normal, and that there was at least mildly dilated rv cavity with moderately depressed rv systolic function and the aortic valve (av) leaflets were unable to be visualized. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for correction. Correction b1: section was corrected from adverse event to adverse event & product problem. Correction b3: date of event was corrected from 13-jul-2020 to 10-jul-2020. Correction b5: event description was corrected to include additional patient signs/symptoms, clinical actions, and the performance of the vad. Correction b6: laboratory data was corrected to include the diagnostic test results. Correction h6: patient ime code and imf code were updated. FDA device code was corrected from a24 to a1412. This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized for symptoms of hypertension (htn), nausea, chills and supratherapeutic international normalized ratio (inr) at 4.4. The elevated inr was likely due to poor intake by mouth two (2) days prior to admission. In addition, the patient had tripped on their flip flop and had a mechanical fall five days (5) prior to admission. Brain computerized tomography (CT) was negative for acute bleed and repeat CT was also negative the following day in setting of elevated inr. Infectious work up was negative for covid, urinary tract infection (uti), and pneumonia. Therefore, a viral infection was suspected. Review of logfiles showed ventricular assist device (vad) power consumption was above normal. An echocardiogram (echo) showed left ventricular ejection fraction (lvef) was less than 15%, moderately dilated left ventricle (lv) cavity size and severely depressed lv systolic function. At least mildly dilated right ventricle (rv) cavity size with moderately depressed rv systolic function, and the aortic valve (av) leaflets were unable to be visualized. The patient¿s mean arterial pressure (map) was 90 mmhg. The vad speed was decreased due to the dilated rv and dyskinesis of the interventricular septum. Four days later, the vad exhibited low flows with a low flow alarm related to diuresis and hypertension. The patient was seen in clinic and was asymptomatic. The patient¿s blood pressure was controlled and their antihypertensives were increased. The patient was diuresed a fair amount, and then there was a cut back on the diuretics. As the patient felt and ate better, they were treated with a heparin bridge for the low inr while their warfarin dosing was adjusted. The patient was discharged and the vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
### A supplemental report is being submitted for an update to the device evaluation and investigation completion. Product event summary: (B)(6) was not returned for evaluation. Review of the sterility certificate confirmed that the associated device met all requirements for release. Log file analysis revealed consistent power consumption above normal operating range within the analyzed period. Additionally, one (1) low flow alarm was logged on (B)(6) 2020. As a result, the reported above normal power consumption and low flow events were confirmed. Information received from the site indicated that the patient was hospitalized for symptoms of hypertension, nausea, chills, and supratherapeutic international normalized ratio (inr). A viral infection was suspected. An echocardiogram showed that left ventricular ejection fraction was less than 15%, as well as moderately dilated left ventricle (lv) cavity size and severely depressed lv systolic function, and mildly dilated right ventricle (rv) cavity size with moderately depressed rv systolic function. The patient was diuresed and was later treated with a heparin bridge. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported above normal power consumption event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to poor vad filling, thrombus at the inflow cannula/outflow graft, and/or constriction at the outflow graft. Per the instructions for use, hypertension, infection, and right ventricular failure are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.